Event description:
It was reported that during a low anterior resection procedure, the device cut but did not fire the staples. Suturing was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.